Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported a dvt trend with provena PICC lines, product code s1385108d. It was stated the dvt requires change in course of treatment. No other information was provided. This report addresses the second of three devices.